Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had multiple pump error. The customer¿s blood glucose was 135 mg/dl at the time of incident. Customer were able to successfully clear the alarm. Customer was unable to complete pump rewind. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self test. No unexpected alarms noted during testing. Device properly connected to the guardian link 3 and green test plug. No communication anomaly noted. However, pump error (linenumber = 1601 and filenumber = 188) and pump error (linenumber = 1576 and filenumber = 32010) were found in the pump history due to software error.